Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p129 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p129 shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer provided photographs showed the photoactivation chamber with blood inside and with blood outside the fluid path. A material trace of the photo plate halves used in lot p129 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause of the alarm #8: blood leak? (Photoactivation chamber) was due to the photoactivation module leak. The complaint kit was not available for evaluation, therefore the root cause for the photoactivation plate leak could not be determined based on the available information. No further action is required at this time. This investigaiton is now complete. (B)(4) (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment.  The customer reported an alarm # 8: blood leak? (Photoactivation chamber) alarm and photoactivation module leak during the treatment. The customer aborted the ecp treatment and manually reinfused the contents of the treatment bag to the patient. The customer reported the patient was in stable condition. The customer did not return product for investigation.